Manufacturer narrative:
(B)(4).

Event description:
A dermatologist reported that a patient who is a surgical nurse developed immediate itching on her wrists, that then spread to cover her hands, the first time she used a biogel pi indicator underglove. Within an hour, she also developed erythema of her chest and difficulty breathing. She was treated in an ER with IV diphenhydramine and systemic steroids and her symptoms went away with an hour or 2. She has been avoiding these gloves and is doing fine now, no dermatitis. The dermatologist made request to receive a list of the ingredients and rubber accelerators in the particular glove. A list of the ingredients and rubber accelerators in the reported glove were provided to the dermatologist as requested. Multiple follow up attempts were made to obtain additional details regarding the reported event. No additional information at the time of this report.